Manufacturer narrative:
Patient involvement was reported, the patient experienced a cardiac arrest with successful resuscitation. Patient has now been discharged to the ward at time of notification. No further information was provided. The remote service engineer (rse) spoke to the biomed who stated that due to the device being out of calibration, when the nurse attempted to acknowledge the alarm paused the alarm instead. As a result, the patient had a cardiac arrest without an alarm. No additional details or patient outcome was provided. It was determined that the touch bezel assembly would need to be replaced. Several attempts have been made to contact the customer to confirm information and patient outcome, but the customer has not responded. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported no alarm was generated when the patient went into cardiac arrest due to the monitor screen being out of calibration. The nurse attempted to press the alarm silence button but pushed pause alarms instead due to the monitor screen offset. The patient went into cardiac arrest and no alarms were generated during the pause timeframe. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Reporting institution phone # (B)(6). Reporter phone # (B)(6).